Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during an unk procedure, the voyager nc balloon would not inflate. There was no partial inflation noted. The voyager nc balloon catheter was removed without difficulty and another voyager balloon was used successfully. There was no further info provided. No add'l event or pt info is available. This is being filed based on the analysis of the returned device, which revealed a balloon rupture.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: quality assurance analysis revealed that the voyager nc balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator filled with renografin 60 diluted 1:1 with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp) of 265 psi when fluid came out of a pinhole on the balloon. There was a pinhole on the balloon over the distal end of the distal balloon marker. There was a scratch on the balloon along the pinhole. Product performance engineering reviewed the incident info and analysis of the returned product. The indeflator used during the procedure was not returned, which may have aided in eval of the returned product. However, a new indeflator filled with renografin 60 diluted 1:1 was used in an attempt to pressurize the balloon to rbp when fluid was noted to be leaking from a pinhole in the balloon. The pinhole was located on the balloon over the distal end of the distal balloon marker. Although this damage was not originally reported, it is likely that this damage was perceived by the account as a difficulty to inflate and likely what was intended to be reported as blood was noted in the inflation lumen and balloon, which is consistent with a balloon pinhole/rupture occurring within the pt anatomy. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. The anatomical conditions were not reported, which may have aided in eval and determination of cause for the reported balloon rupture. Analysis noted a scratch on the balloon along the pinhole. It is possible that the balloon material was damaged (scratched) during interaction with other devices, previously implanted stent and/or lesion calcification, such that the balloon ruptured during inflation. The mfg records were reviewed and did not reveal any non-conformances for this lot that could have contributed to this complaint and all lot release testing met spec. Additionally, a query of the complaint handling database was performed, and there have been no other incidents reported for this lot. There are no indications of a product quality deficiency. In this case, it appears that the balloon rupture is related to the operational context of the procedure. This MDR is considered closed by the product performance group.